Event description:
Additional information was received from the physician that the cause of the pain/swelling at the neck post-op was due to a rash that occurred from a medication reaction. The vomiting was a secondary affect of the pain from a migraine as well as the medication reaction. Medication was prescribed to the patient but was for patient comfort and not to preclude a serious injury.

Event description:
It was reported that the patient was vomiting due to pain. During follow-up it was noted that the patient was having discomfort and swelling post-op in the neck incision and was prescribed nsaids and narcotics, as well as cool compresses to neck incision. The patient was reported to be feeling better. The patient reported sometimes feeling the device but other times feeling like he has an alteration in consciousness. During follow-up, it was indicated by the nurse of the physician that the patient was prescribed steroids for the severe rash they developed post-surgery and nasal spray for migraines (unrelated to vns). No additional relevant information has been received to date.